Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the peritoneal dialysis (pd) therapy on the liberty cycler and the complications of multiple patient line blocked alarms resulting in additional dialysis treatment on hemodialysis (hd). There is a possible causal relationship between the liberty select cycler and the patient event, however, a machine investigation has not been completed at this time. The patient was required to complete hd treatments due to the cycler issue. The pdrn reportedly changed unspecified cycler settings at which time the issues began. The patient is new to pd therapy having started two months prior to the event. It is unknown if this contributed to the issues the patient encountered. Based on available information it cannot be determined if the liberty select cycler caused the patient event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient called into technical support regarding a patient line is blocked alarm during their treatment. The patient reported that the alarm occurred a number of times and that they are having long drain times. The patient reported that they were not having this issue prior to their peritoneal dialysis nurse (pdrn) changing their settings, however that should not have anything to do with their soft alarms. The patient reported that they did an alternate hemodialysis (hd) treatment and feels better but would like a replacement cycler. Upon follow up, the pdrn stated the patient did not receive a new cycler, however the request was replaced. The patient was placed on back-up hemodialysis until the replacement cycler arrived. Per the pdrn, the patient¿s nausea resolved on its own. The pdrn stated that the patient would resume their pd therapy on the cycler on (B)(6) 2019 and that the patient is doing well. The pdrn reported that no dialysis treatments were missed.